Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2015. Follow up #1: date received by manufacturer: (B)(4) 2015. Additional information was received that the reason for the revision was that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Date received by manufacturer: 20-nov-2015 additional information was received that the reason for the revision was that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.